Event description:
Additional information received reported that there were no malfunctions. It was noted that there were no diagnostics performed and no revision was performed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent several revisions. The patient¿s third surgery was when the physician did not place the leads in the correct place. The physician went back in the following year and ¿piggy backed¿ it to the other device. The date and specific device was not provided. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).